Manufacturer narrative:
H2) correction: see a3. H2) additional information: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the issue occurred just prior to the first spin taking place. The site was able to take a spin after connection was establish by bring in a different imaging system. Navigation was not aborted and no scans were unused. The case was completed successfully. Medtronic received additional information that the suspected cause was the site's biomed had replaced the mobile view station (mvs) computer that did not have an action activated to allow connectivity with the navigation system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would ping and digital inter communication of medicine (dicom) would verify the navigation system but it would not get a green line of communication. The site biomed had replaced the mobile view station (mvs) computer a few weeks prior and the ior feature was enabled. The ior feature was un-enabled, the system was rebooted, and the imaging system was able to communicate with the navigation system. The system was rebooted and disconnected multiple times and the systems communicated every time. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a five level lumbar fusion case. It was reported that the system would not connect to multiple navigation systems. There was a thirty minute delay to the procedure. There was no reported impact to patient outcome.